Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited mild devitrification at the output window; the metal cap exhibited mild burnt on detritus. Based on the analysis above, the potential for forward firing may exist. Probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber. (B)(4).

Event description:
It was reported that the ¿fiber didn¿t work until the end.¿ no other details about this case available. It is not known how the procedure was completed. There were no damages to the patient.